Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that this 19 mm aortic pericardial valve, implanted approximately eleven (11) years and one (1) month, was explanted due to aortic stenosis. This device was originally implanted for aortic valve replacement to correct aortic stenosis. This device was explanted and replaced with a 21 mm valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment¿.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Customer report of stenosis could not be confirmed through visual observations. X-ray demonstrated wireform intact and commissures 1 and 2 bent outwards. X-ray also demonstrated minimal calcification on leaflet 3 and minimal calcification on the host tissue around leaflet 2. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Leaflet 1 had a 6mm tear near commissure 2 and leaflet 2 had a 8mm tear near commissure 2. Leaflets were observed to be thickened and swollen near the tears. The sewing ring was cut around the valve. Wireform was exposed around leaflets 1 and 2 and commissure 2 on the outflow aspect and around leaflet 1 on the inflow aspect. Sutures remained around the valve.